Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information received from the field representative indicates that the patient had systemic infection and had high white blood cell (wbc) count for eight months. There were no additional adverse patient effects reported. The pacemaker was explanted.